Event description:
It was observed that during the device evaluation, the connecting tube of the fiberscope had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: manual cleaning cannot be continued when water leakage is detected. Therefore, the user most likely sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.